Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was noted that the lead exhibited noise. During the procedure, the physician noticed that the suture was tied to the insulation of the lead and not to the suture sleeve. The lead was explanted and replaced. The patient was recovering.